Event description:
The following was reported to davol by the pt: pt alleges that she was treated with a bard perfix plug in 2008 for hernia repair. She alleges that approximately, two years later she began to experience a foreign body reaction with rash and hives that she believes may be related to the implant. She states that her doctors have not attributed the issue to the implant at this time. She alleges that the mesh is embedded in the muscle and wrinkled. She would like to have it removed but the doctors do not want to do that at this time. She is being treated at this time and her doctor plans to do a CT scan to assess the state of the implant. She is also seeing a skin doctor. At this time no surgical intervention has occurred.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event, contact has reported that she is currently being treated to asses the state of the implant. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has rec'd to date. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
The patient has alleged that she has an infection, the IFU for the perfix plug states that "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." The patient alleges that she has two tacks "roaming around" with one in the bladder. Regarding fixation the IFU states, "the perfix plug should be sutured in place with interrupted sutures." As the IFU recommends the perfix plug be secured with suture, the allegation regarding the tacks does not appear to be related to the hernia mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on these additional allegations this complaint remains inconclusive. If additional information is obtained, a follow up MDR will be submitted.

Event description:
This is an addendum to the initial MDR and is based on additional information reported to davol by the patient: the patient alleges that she has an infection that scans show is "growing on my hernia patch". She alleges that doctors have advised her not to remove the implant as she would be disabled. She also alleges that two tacks are roaming around with one in her bladder. Patient is now alleging infection and disability and continues to claim to be having some form of auto immune reaction to the mesh materials.